Event description:
Per the clinic, the patient developed an infection of the skin flap and subsequent device extrusion, resulting in a decision to explant the device. The device was explanted on (B)(6), 2010. Reimplantation is planned, but has not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).